Manufacturer narrative:
Please reference MDR 2183870-2008-00218 and MDR 2183870-2008-00220 for other protege everflex stents used in this procedure.

Event description:
Sfa stenting-patient enrolled in trial in another country. Severe occlusion of the device reported prior to discharge. Situation resolved without permanent disability.